Event description:
It was reported that the insulin gauge was inaccurate and static. The customer continued using the same cartridge. There was no impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.